Event description:
It was reported that the patient is deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiovascular disease.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.